Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the right ventricular (rv) lead getting old and needing to be replaced. The patient questioned if shooting a gun had any affect on the lead going bad. The lead was found to noise on electrocardiograms (egm) during clinic isometric testing and on far field egm in recorded arrhythmia episodes. The physician decided to cap the lead and implant a new lead. No patient complications have been reported as a result of this event.